Manufacturer narrative:
(B)(4). Potential causes for stent movement may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal or forced sheath removal. Although there is no indication of a product quality deficiency, a conclusive cause for the reported stent movement cannot be determined. A review of the device lot history record did not reveal any non-conformities which could have contributed to the event. All stent delivery systems are confirmed by visual and dimension checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent damage and proper stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
Device issue: loose stent. Time of device issue: prior to the procedure. Adverse event: none. It was reported that the promus was removed from the packaging coil and when the protective sheath was removed, the stent moved on the balloon. The device was not used in the procedure. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributed promus as its own brand labeling of abbot vascular's drug eluting stent in the united states.